Event description:
The customer indicated a pt received a burn on the side of mouth during a tonsillectomy, described as a thin line at the side crease of the lip. Plastic surgery may be necessary. The burn occurred when biopolar forceps were resting against the side of the mouth as the surgeon was coagulating the tonsile bed.